Event description:
It was reported, the patient never had therapeutic effect. They reported the patient was still having so much pain that their healthcare provider (hcp) was ruling out possible catheter kinks, tears, location, etc. They had limited information and reported the chard was already back in the procedure room. It was later reported that the patient had experienced increased pain, underdose symptoms, and slight withdrawal symptom. They called their hcp¿s office and a dye study was performed. It was noted that the catheter was pinched off below the ligament, and a catheter break was reported. The catheter was broken distal to the catheter anchor. A new distal catheter section was implanted, and therapy was resumed. The patient¿s status at the time of the report was alive and without injury. The medication infused was morphine.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).